Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin overnight, which the user identified as the reason for the elevated glucose. The user contacted support and received assistance with rewinding the device piston, after which a newly filled cartridge was loaded, the luer connector was secured, tubing was filled, and insulin delivery resumed. The user observed air in the line and subsequently changed the infusion set to a 23-inch, 6 mm configuration. The highest reported blood glucose level was 313 mg/dl, and the glucose elevation did not persist for more than 90 minutes. The blood glucose was able to be corrected following resumption of insulin delivery and the infusion set change. The device alerted for high glucose as designed. No symptoms were reported. The event did not require outside assistance due to user incapacitation, and no medical intervention or hospitalization occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.